Manufacturer narrative:
The steris account manager was informed that following a successfully completed system 1 plus processing cycle, the operator delivered the scope to the or for a patient procedure. The operator confirmed the bi and ci present in the system 1 plus processor evidenced passing results and noted the s40 cup was empty upon disposal. The employee then returned to the system 1 plus processor and noticed the tubing from the tray to the aspirator probe was disconnected. Wearing chemical-resistant gloves, the employee placed the tubing back on the aspirator at which time she noticed a strong odor resembling peracetic acid. The employee was not wearing an apron. The employee stated she became slightly nauseous due to the smell and informed her manager. The employee immediately took a shower and changed into new clothing. The employee then went to occupational health where no treatment was provided. The employee did not miss time from work due to the event. Two days later, the employee reported feeling a burning sensation on her abdomen and upon further inspection noticed a red spot with peeling skin. Medical treatment was not sought following identification of the red spot. Following notification of the event, the steris account manager inspected the system 1 plus processor and determined the equipment was operating to specification. No repairs or adjustments were required. The system 1 plus operator manual (1-2) states, "repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could personal injury, result in improper equipment performance, invalidate the warranty, or result in costly damage. Contact steris regarding service options." Further, section (1-3) states, "cautions: appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." Following the event, the injured employee and department supervisor reviewed the system 1 plus operator manual and are now wearing additional ppe whenever working with s40 sterilant concentrate. Additional in-service training was offered to the user facility, however, the offer was declined.

Event description:
The user facility reported an employee experienced a burning sensation on her abdomen after working with the system 1 plus processor. Following the event, the employee reported to the facility's occupational health department. The employee did not receive treatment from the occupational health department and returned to work. No procedural delays/cancellations were reported.